Event description:
On 17th february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states "the optic was observed cracked during implantation which was removed from the eye".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that "the optic was observed cracked during implantation which was removed from the eye". The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The information provided by the reporter identifies that there was resistance immediately as the plunger was depressed. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch 073218898 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 073218898. Continued injection of the lens following the observation of resistance is a deviation from the IFU and is likely a contributory/causative factor to the optic damage following iol implantation in this case.